Manufacturer narrative:
The customer's report of norepinephrine infusing faster than expected could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of norepinephrine with an unspecified rate and dosage was noted to complete ahead of the anticipated time. No patient harm was reported.